Manufacturer narrative:
Exemption e2015054. (B)(4). One complaint was received during this report period. It was not returned for evaluation. The reported device was labeled for single use and was not reprocessed or reused. No remedial action was taken.

Event description:
This report summarizes <noe> 1 </noe> malfunction event which is associated with the unintentional separation of the device and/or its components from something to which it is connected or attached. No patient information was confirmed.